Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top and bottom cases are in excellent condition. No battery pack inside the device and no visible contamination. During the power up process and replacing the battery, the reported problem was duplicated. The root cause of the reported issue was found to be that the interconnect board was not charging battery and liquid crystal display. Replaced interconnect board, battery and liquid crystal display. Performed power up process and all the functional test passed.

Event description:
It was reported that there were inter connect board issues and display is dim. No patient injury was reported.